Event description:
I have been using fixodent approx since 2003. I have been experiencing painful tingling in both my feet and sharp burning pain in both lower legs. My neurologist diagnosed me with neuropathy. I have a blood test of many kinds and all show no problems (diabetes), but have yet to receive results from zinc. My legs would hurt so much from the neuropathy. I would have a hard time just to walk. My neurologist could not pin point exactly what was going on but he did put me on aventyl for the pain. But I have been using fixodent denture (and/or poli-grip) for many years. Now I also just recently requested for a copper/zinc test recently, but no results yet. Dose or amount: denture cream, frequency: daily, route: oral. Dates of use: (B) (6) 2003 - (B) (6) 2010. Diagnosis or reason for use; denture adhesive. Event abated after use stopped: no.